Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient was having a revision tomorrow, because they couldn¿t have an MRI with the one they currently had, and it was also hard to charge. There were no symptoms reported. The date of the event was unknown. The reason for the patient¿s call was due to the patient waiting for their manufacturing representative (rep), but they hadn¿t showed up yet. The rep should up during the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the main issue was MRI compatibility. It was indicated that the device was explanted, and it was asked but was not indicated if the device would be returned. It was reported that the patient's weight at the time of the event was unknown. No further complications were reported/anticipated.